Event description:
Port was placed on 8/31/96 for lymphoma. Finished treatment. Port tip broke off. Cardiologist had to get rest of catheter out in cath lab. Was in (r) atruim on its way to pulmon artery.